Event description:
Pt had left knww ligament reconstruction performed approx. 16 years ago. Pt twisted left knee three weeks ago. He had significant pain in his left knee secondary to staple migration. Pt admitted for staple removal.